Manufacturer narrative:
An event regarding disassociation between the bipolar head and the metal head involving a uhr head was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that " x-ray confirms disassociated head" but deemed the information insufficient and rejected it for a medical review, need primary and revision operative reports, needed serial x-rays, examination of explanted components. -device history review: a device history review confirmed that all devices accepted into finished goods conformed to specification. -complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the event was confirmed based on the provided x-ray. However, the exact root cause of the reported disassociation could not be determined because no medical review, primary and revision operative reports, serial x-rays and examination of explanted components were provided for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information and/or devices becomes available, this investigation will be reopened.

Event description:
The sales rep reported the patient dislocated her hip. During a closed reduction procedure the bipolar head disassociated from the 28mm inner head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The sales rep reported the patient dislocated her hip. During a closed reduction procedure the bipolar head disassociated from the 28mm inner head.